Manufacturer narrative:
No product samples or videos were returned for evaluation. Images were returned showing sets inside of a bag, however, anomalies were not evident from the image, in particular, none were evident which would have lead to air leakage. The lot history was reviewed and no nonconformities were found which would have contributed to the reported complaint. The complaint cannot be confirmed.

Manufacturer narrative:
The device is not available for evaluation.

Event description:
The customer reported that a plum set was leaking air. It was further described as the clamp was opened, but air leakage continued. There was patient involvement but no patient harm. No additional information is available.